Event description:
It was reported that the device would lock-up and show a white screen, when powered on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.